Manufacturer narrative:
Upon further review the lvad (left ventricular assist device) was added. This information was previously reported under manufacturer report number: 2916596-2020-05814. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there was a lot of build-up on the metal connection of the driveline that, on first attempt, prevented the healthcare provider from connecting it to new controller. The nurse had to use alcohol wipes to clean off that portion of the driveline in order to make the exchange. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported difficulty inserting the driveline and covid-19 could not conclusively established through this investigation. The account reported that the difficulty was due to dirt buildup in the connector; however, a specific cause for this buildup could not conclusively be determined. It was reported that the patient was admitted with covid-19 and had low voltage and no external power alarms. The account reported that there was a lot of buildup on the metal connection of the driveline that it prevented them from connecting it to the controller at first. The account had to use alcohol wipes to clean the connector in order to complete the controller exchange. The alarms resolved with the controller exchange. The submitted log file contained data spanning from (B)(6) 2020 07:58:48 to (B)(6) 2020 17:25:29, per the timestamp. Several power cable disconnects and no external power alarms were captured. No other atypical events were captured. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. The patient remains ongoing on (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The left ventricular assist system (lvas) kit shipped on 22sep2015. Heartmate ii patient handbook under section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller," addresses the proper steps for connecting the driveline to the system controller. It also states to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate ii lvas IFU lists the adverse events that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.